Event description:
It was reported that an ilet user experienced lack of glucose readings on the pump while the dexcom g7 app displayed values, which was traced to an outdated pairing code on the pump; after updating the pump with the correct g7 pairing code, glucose values appeared and a reading of 278 mg/dl was observed. Symptoms included no reported physical symptoms despite hyperglycemia. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview, device use review, and guided troubleshooting. Investigation of this case revealed an incorrect device-to-sensor pairing configuration that resolved with correction of the pairing code. It was concluded that the event was due to use error related to sensor pairing and not a device malfunction, with user education provided regarding timely code updates and expected data transmission time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.